Event description:
Pt presented with pain in the right axilla occurring during infusion of antibiotics. No signs of leakage or inflammation were found. Contrast study on 6/14/96 failed to identify leakage. It was noted that pt was more comfortable if his drugs were injected when sitting up. On 6/17/96 pt still complained of pain. Cardiac echo performed second constrast study done on 6/18/96 which indicated leakage at or near the portal/catheter connection site. System was explanted. At explantation it was found that the catheter and portal were separated. System components discarded in or.